Event description:
Ong et al 2021 - single-setting superior vena cava biopsy and stenting utilizing cone beam computed tomography as an additional tool. From january 2017 to july 2019, there were 5 patients with malignant svcs who underwent single-setting superior vena cava biopsy and endovascular stenting utilizing intra-operative cbct as an adjunct. Demographic data, clinical presentation, investigation results, procedural details, and patient outcomes were recorded. Cbct was utilized in all cases to optimize sampling of biopsies, visualize subsequent stent positioning, and for early detection of procedure-related complications. Transcaval biopsy was diagnostic in 4 of the 5 patients. Endovascular stents were deployed successfully in all cases, with post-stenting venogram demonstrating relief of prior obstructed segments. One patient had a complication of an apical pneumothorax, with no associated long-term pneumothorax-related morbidity or mortality. This study demonstrates that single-setting transcaval biopsy and stenting in the context of malignant svcs is a cost-efficient, safe, and feasible approach. In addition, the additional use of intra-operative cbct is a useful tool to increase procedure efficacy and safety. Stents used include zilver vena (cook medical inc., bloomington, in), sinus xl (optimed, ettlingen, germany), venovo (bard, tempe, az), and abre (medtronic, minneapolis, mn). As per case 1: stent details zilver vena (cook medical inc., bloomington, in) 14 mm×6 cm and 16 mm×6 cm. Clinical improvement - yes. Complication - no. This complaint captures the off-label use of the zilver vena stents. Stents placement in inferior vena cava. As per ifu0097-8 that accompanies this device : the zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction. No complications noted with the patient that had the zilver vena stents implanted. No adverse effects to the patient.

Manufacturer narrative:
PMA/510(k) #: p200023. Common name - qan. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted as the literature pertains to 'superior' not 'inferior' vena cava. Ong et al 2021 - single-setting superior vena cava biopsy and stenting utilizing cone beam computed tomography as an additional tool from (B)(6) 2017 to (B)(6) 2019, there were 5 patients with malignant svcs who underwent single-setting superior vena cava biopsy and endovascular stenting utilizing intra-operative cbct as an adjunct. Demographic data, clinical presentation, investigation results, procedural details, and patient outcomes were recorded. Cbct was utilized in all cases to optimize sampling of biopsies, visualize subsequent stent positioning, and for early detection of procedure-related complications. Transcaval biopsy was diagnostic in 4 of the 5 patients. Endovascular stents were deployed successfully in all cases, with post-stenting venogram demonstrating relief of prior obstructed segments. One patient had a complication of an apical pneumothorax, with no associated long-term pneumothorax-related morbidity or mortality. This study demonstrates that single-setting transcaval biopsy and stenting in the context of malignant svcs is a cost-efficient, safe, and feasible approach. In addition, the additional use of intra-operative cbct is a useful tool to increase procedure efficacy and safety. Stents used include zilver vena (cook medical inc., bloomington, in), sinus xl (optimed, ettlingen, germany), venovo (bard, tempe, az), and abre (medtronic, minneapolis, mn). As per case 1: stent details zilver vena (cook medical inc., bloomington, in) 14 mm×6 cm and 16 mm×6 cm. Clinical improvement - yes. Complication - no. This complaint captures the off-label use of the zilver vena stents. Stents placement in superior vena cava. As per ifu0097-8 that accompanies this device : the zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction. No complications noted with the patient that had the zilver vena stents implanted.

Manufacturer narrative:
PMA/510(k) #: p200023. Section d: common name - qan. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #: p200023. Section d: common name - qan. Device evaluation the unknown devices of unknown lot number involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver vena devices are subject to visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use, ifu0047, states the following: ¿the zilver vena venous stent is intended for use in the iliofemoral veins for the treatment for symptomatic venous outflow obstruction¿. There is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of off label use was identified from the available information. Based on the available information, it is known that the zvt7 device was used in the superior vena cava. As per IFU, the zvt7 device is intended for use in the iliofemoral veins. Therefore, use of the zvt7 device in the superior vena cava is considered off label. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.